Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize belt) has been confirmed. Upon investigation the monitor was unable to complete functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, causing j1001 to break from the ca board. The root cause for the damaged connector was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to recognize belt.